Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient had to have oral medication to help with their pain relief. It was indicated the patient could still hear the audible alarm, even though it was softer than normal. There was no suspected cause for the softer alarm. No further information was provided.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was implanted in (B)(6)2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who received sufenta forte (50mcg/ml, 22.275mcg/day) in an implantable pump for an unknown indication for use. Concomitant medication included ocycon, ocynorm, and stillpane. The patient began to hear a frequent alarm (got soft), which began on (B)(6) 2017. Upon interrogation it was determined a motor stall occurred. There were no known environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed included the physician aspirating the pump (13ml were aspirated). The pump was then refilled with 20ml and a bolus was attempted, but could not be completed because of the motor stall. The patient was supplemented with oral medication. No patient symptoms were reported. The patient had to be "booked" in the hospital [interpreted as admitted] to have the pump replaced. The pump was replaced on (B)(6) 2017 and would be returned. The issue was considered resolved as of (B)(6) 2017. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.